Manufacturer narrative:
Problem code 1149 captures the reportable issue of balloon failed to deflate. Visual examination of the returned complaint device revealed that the catheter dissected and the distal section of the device containing the balloon and tip had not been returned for analysis. Multiple kinks were also noted along the length of the catheter. It is possible that all damages could be caused by an excessive handling of the customer, and it is also possible that some conditions related to the procedure during the use of the device could have affected its performance and its intended purpose, leading to the observed failures and the reported adverse event. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available this device was used per the directions.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used in the upper ureter during an upper ureteroscopy (urs) procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the balloon would not deflate. Reportedly, the device was cut using scissors. The procedure was completed with another passport balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used in the upper ureter during an upper ureteroscopy (urs) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon would not deflate. Reportedly, the device was cut using scissors. The procedure was completed with another passport balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.